Event description:
It was reported that during the installation, when the pump and wireless module were paired together, it kept having intermittent connection to module error. The product fault occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
One device was received along with the host pump to be evaluation together. Evaluation found the failure occurring intermittently when the comm module is tested on its host pump with ac power adapter plugged in and the pole mount capture secured to the module; but not repeating when a known good test solis pump was swapped. Determined the host pump was contributing to the failure.